Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided the cds processes where no obvious deviations from instructions for use (IFU) were identified. Olympus/ the user facility provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025 sampling from: all channels. Cfu: growth 47 colonies. Bacterial identification: pseudomonas aeruginosa isolated. Sampling date: (B)(6) 2025 sampling from: all channels. Cfu: growth - 3 colonies. Bacterial identification: pseudomonas aeruginosa isolated. Sampling date: (B)(6) 2025 sampling from: all channels. Cfu: no growth. Bacterial identification: n/a. The device was evaluated where [no abnormalities were found that could have led to the reported event.] A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 47 colony forming units (cfus) of pseudomonas aeruginosa. The device was retested on (B)(6), 2024, and it tested positive for 3 cfus of pseudomonas aeruginosa. The device was tested again on (B)(6), 2024, and tested negative/no growth found. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide a correction to a previously submitted report. Corrected fields: h6, h11. This report is being supplemented to provide additional information based on the review of the results of third-party testing and the complaint investigation. Based on the results of the investigation and because the subject device was not returned, the reported event could not be confirmed, and a root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.